Event description:
Event occurred in (B)(6). Caller alleging receiving discrepant inratio2 results. On (B)(6) 2014: lab: 2.6, inratio2: 1.3. On (B)(6) 2014: lab: 2.6, inratio2: 1.4. Time between lab and inratio testing less than 30 minutes. Patient's therapeutic range 2-3. Customer did not provide lot number.

Manufacturer narrative:
The customer reported discrepant low inratio inr results during testing. The customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Root cause could not be determined from the information provided by the customer. Manufacturing record review was not performed because a lot number was not provided. Further investigation was not possible. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.